Manufacturer narrative:
Findings: all operating currents are within the specification, no unexpected low battery, and weak battery or off no power alarm noted. The battery was installed properly. No jammed battery noted. Pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and broken battery cap. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out" for the second time. The patient's blood glucose level was 221 mg/dl at the time of the call. The customer stated that the battery cap keeps getting jammed. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.